Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it received a needle-suture in two sections to the product code w9932. During visual inspection of the needle-suture combination dispensed, the swage and attachment area were as be expected; however, marks appears to be by use of surgical instrument were observed on a the needle and could be observed fraying suture since a filament of the suture was pulled, and the strand was twisted, likely caused by a surgical instrument. The suture pieces received were visually inspected, and no breakage sutures were observed. Even though the extremes of the sutures were noted to be cut and in probably caused by a surgical instrument. The product code w9932 contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/14/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - if it becomes available in the future, please provide lot number of vcp1359h and w9932. --received information as following from sales rep via phone today. The lot numbers of vcp1359h and w9932 are unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to continue the surgery, the same problem happened again. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.